Event description:
It was reported that while the implant surgeon was performing a procedure, he noticed that a piece of the tip had been broken off.

Manufacturer narrative:
Additional info will be provided once the investigation has been completed.